Manufacturer narrative:
The device history record (DHR) was reviewed for the sterrad® sterilizer. No anomalies were observed that would contribute to the reported issue at the time of release. Asp complaint ref #: (B)(4).

Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smell issue and system risk analysis (sra). ¿trending analysis of the odor/smell issue was reviewed from to and no significant trend was observed. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for return and further analysis. The assignable cause of the odor/smell issue is likely due to the catalytic converter and vent valve. The field service engineer replaced the parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter and vent valve were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service.asp complaint ref #: (B)(4).

Event description:
A customer reported an event of an odor or smell emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.